Event description:
During the check in procedure of the device at the manufacturer's service center, a "service required" code was found in the ventilator' downloaded error log related to the internal battery. The internal battery needs replaced to address the issue. The device was returned unrepaired to the customer per their request.